Manufacturer narrative:
Additional codes added to section h6 evaluation code result and conclusion h3 device evaluation summary: updated medtronic conducted an investigation based upon all information received. It was reported that the ¿patient was found connected to the 980 ventilator with the ventilator not delivering breaths and with a blank screen". The customer did not know if someone turned off the ventilator or if it was a ventilator failure (vent inop). The device was available for evaluation. The service personnel (sp) inspected the ventilator unit and was not able to duplicate the reported issue and found no failures in the logs. Review of logs showed no indication that there was a loss of ventilation at the time of the event. However, there was evidence of multiple circuit disconnects. The unit passed all test and calibrations as per manufacturer specifications at the time of service. Per the pb980 operator¿s manual, section 6.5.1 alarm messages ¿circuit disconnect will not cancel an active audio pause when the alarm is detected¿. The investigation found that the device performed as intended by alerting the user of a circuit disconnect; however, it was determined that the cause of the event was due to operator error by silencing the circuit disconnect alarm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that the ¿patient was found connected to the 980 ventilator with the ventilator not delivering breaths and with a blank screen". The customer did not know if someone turned off the ventilator or if it was a ventilator failure (vent inop). The device was available for evaluation. The service personnel (sp) inspected the ventilator unit and was not able to duplicate the reported issue and found no failures in the logs. Review of logs showed no indication that there was a loss of ventilation at the time of the event. However, there was evidence of multiple circuit disconnects. The unit passed all test and calibrations as per manufacturer specifications at the time of service. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ¿patient was found connected to the 980 ventilator with the ventilator not delivering breaths and with a blank screen". The customer did not know if someone turned off the ventilator or if it was a ventilator failure (vent inop). The patient was resuscitated and placed on an alternate device. This is conservatively being reported due to patient adverse event with no malfunction of device identified.